Event description:
It was reported that the patient experienced inflation, refilling and pumping issue with the inflatable penile prosthesis (ipp) pump due to malfunction. The entire ipp was removed and replaced with semi rigid spectra concealable penile prosthesis. No complications were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.